Manufacturer narrative:
"This follow-up report is being submitted to relay additional and/or corrected information. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."

Manufacturer narrative:
Pending investigation. D10: a10012 - gps implant kit v2 01000121123. 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm, (B)(6). 320-15-04 - rs glenoid plate post aug, 8 deg, right, (B)(6). 300-01-13 - equinoxe, humeral stem primary, press fit 13mm, (B)(6). 320-01-42 - equinoxe reverse 42mm glenosphere, (B)(6). 320-10-00 - equinoxe reverse tray adapter plate tray +0, (B)(6). 320-15-05 - eq rev locking screw, (B)(6). 531-20-00 - shldr gps rvrs drill kit, (B)(6). 320-20-00 - eq reverse torque defining screw kit, (B)(6). 531-78-20 - shouldr gps hex pins kit, (B)(6). 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm, (B)(6). 320-42-00 - equinoxe reverse 42mm humeral liner +0, (B)(6). 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm, (B)(6).

Event description:
As reported, approximately 3 years and 7 months post the initial right total shoulder arthroplasty, the patient underwent a revision surgery due to infection. The patient was revised to exactech devices. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.